Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. The noise was reproducible with isometrics. The ra lead was explanted and replaced. The patient was in stable condition.